Event description:
On (B)(6) 2013, the reporter contacted animas alleging button/keypad (tactile changes/unresponsive) issue. Intermittent and delayed response with the buttons were observed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 11/05/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/22/2013 with the following findings: the keypad was torn and the ok button had an intermittent response. The down arrow, up arrow and contrast buttons all functioned properly. Contamination was found under all of the button contacts when the keypad was removed.